Event description:
It was reported that (3) pmr35 was used during an unknown procedure. It was reported by the rep that the pmr35 stapler was used to close skin. The third staplers were used and detective. They did not form the staple fully. A fourth stapler was pulled to complete the procedure. There was no consequence to pt.